Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that a cartridge was difficult to remove from the pump. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 140 mg/dl.